Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 600 mg/dl while wearing the pod. It was also discovered that the pod's cannula was bent. Symptoms reported include feeling tired, lethargic, and confused. The patient was treated with IV (intravenous) fluids. The patient was released 3 hours later. The pod was worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.